Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the 311 errors in the logs indicating the software had converted to a non-clinical version. The fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to the software converting to a non-clinical (golden image) after a power outage. This issue can be resolved by having the fse reprogram the system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the tower and console to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that a technical support engineer (tse) was contacted remotely by an isi representative, who facilitated a three-way call with the customer. The customer was experiencing issues with a power outage and had attempted to recover and reboot the system three times. The tse reviewed the logs and identified a 311 error on the msc. The customer decided to convert the procedure to a laparoscopic approach. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: additional ports placed and port size was increased for one port. The patient tolerated the laparoscopic well. There was no injury to the patient. There was a 45 minute delay to the procedure.